Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
Add'l info received: (B)(4).

Event description:
The patient reported that the device had turned in (B)(6) 2015 and that same month, the patient had to have a second procedure to correct this. The revision was performed and resolved the issue. The patient noted poor coupling, stimulation was off and there were zero coupling boxes full. The recharging belt has never worked to hold the ins in place. Recharging was attempted and the poor coupling screen appeared. Antenna locate was performed, resulting in eight coupling bars and after several minutes turned into four coupling bars. According to the implantable neurostimulator recharger (insr) the ins was off and was charging from 0-25%. The patient noted having padding (fat) in the pocket area. In (B)(6) 2015, the patient noted that the patient programmer would not adjust stimulation. Stimulation was on at 2.2 volts and it was not able to be increased or decreased. They could not describe the patient programmer screen. Troubleshooting was not attempted due to the ins battery being low and the patient needing to charge. The patient indication was non-malignant pain.

Event description:
It was reported that the patient fell shortly after implant and the device had moved about 4 inches down from the pocket incision site and now the implantable neurostimulator (ins) was located where the patient was sitting. But it did not appear to be loose in the pocket site and a manufacturing representative (rep) could still feel the device. It did not feel like it was too deep. The patient was unable to charge or get any coupling and there was a plan to revise the pocket. An x-ray was ordered on the day of the report to make sure the lead did not migrate as well. It was confirmed that there was still swelling over the pocket site. The patient was getting good stimulation and good coverage but now was unable to turn stimulation on due to the ins being discharged. There was no stimulation sensation and the patient was no longer getting good coverage. The device was off and the patient started to have a return of pain. It was later reported that the pocket revision was done on (B)(6). The patient was then able to get 4 bars.